Event description:
Customer reportedly received the following results on the mobile system: 11.5 mmol/l (1:34 pm), 0.7 mmol/l (1:40 pm), and 12.2 mmol/l (1:44 pm). No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has discarded the test strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.